Manufacturer narrative:
Additional information: h3- device evaluation: lens returned in a micro-centrifuge vial with moisture on lens and clear surgical debris on product. Visual inspection found haptic deformed and residue on lens. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k #: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -8.0/1.5/086 (sphere/cylinder/axis), , implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a shorter length lens due to observation of excessive vault. This exchange resolved the problem.